Event description:
In 2008, I had the monarc and perigee slings placed for 4 plus vaginal bladder prolapse with urinary urgency and frequency. I have a long history of estrogen depletion due to hysterectomy. Prior to the procedure, the urologist instructed me to use the premarin vaginal cream every third night for over one year then nightly for one month prior due to the walls being so thin. I complied with orders as a medical professional myself, I understand the importance of 100% compliance. The initial surgery went well, then the discharge never went away and by twelve weeks post op with using the cream daily as instructed I knew there were complications. By examining, I could feel the erosion of the anterior mesh through the tissue. I was told I needed to give this more time for months. The mesh was rough and irritating. The discharge continued with the mesh exposure/erosion and then a large piece protruded through so by 2009, I went back to the urologist and asked that he "fix it". By then I was laid off from my position, so I had lost my insurance. The md owns interest in the surgery center where I had the repair performed in 2009. I did not understand why all the entire time from eight week from the november implant until now, I have been having bilateral buttock pain that radiates to my posterior thighs and vaginal/sacral pain. I am neurosurgical/anesthesia and pain management trained and would have thought I had ruptured a disc if I did not know better. The aching in my bladder and anterior pelvis is like a constant toothache. Now by 8 weeks, the mesh has eroded through vagina again. Now my husband and I have had no sexual relations since 2008 due to this! Dates of use: 2008 to present. Diagnosis or reason for use: 4 plus bladder prolapse into vagina with urinary urgency.